Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with an abscess underneath the sensor pod area. Prior to sensor insertion the area was prepped with alcohol. The patient was taken to a healthcare facility, where the area was evaluated and an oral antibiotic, augmentin (unspecified dosage), was prescribed. The patient's parents were instructed to monitor the abscess for the next 24 hours. It was advised that if the abscess did not improve within 24 hours, drainage might be required. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is good. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).